Event description:
Customer reportedly received result of 513 mg/dl on the mobile system and result of 213 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. This medwatch report is for the suspect device used in the compact plus system (lot number 208044, expiration date 03/31/2013). Reference medwatch report with (B)(6) for the suspect device used in the mobile system.